Event description:
It was reported that this patient experienced chest pain when breathing and sent to the hospital, echocardiogram showed cardiac tamponade with right atrial (ra) lead perforation and effusion. Pericardiocentesis was performed, when revising the lead, the helix would not retract. Ra lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced chest pain when breathing and sent to the hospital, echocardiogram showed cardiac tamponade with right atrial (ra) lead perforation and effusion. Pericardiocentesis was performed, when revising the lead, the helix would not retract. Ra lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and measurement throughout this test was within normal limits. The helix difficulty allegation was confirmed based on a failing helix mechanism due to the helix being deformed. The rest of the allegations which are known risks associated with medical procedures involving implanted cardiac leads were not able to provide relevant information.